Manufacturer narrative:
Root cause: the sample was returned to deroyal for evaluation and the reported issue confirmed. Because the pack was removed from the sterilization process and used by the reporting customer, the true root cause cannot be determined. Corrective action: due to the investigation and root cause determination, a corrective action has not been taken. Investigation summary: an internal complaint ((B)(4)) was received indicating that a double basin set (finished good 89-8344) contained a hole in the back table cover. The reporting customer filed two complaints ((B)(4)) for the same reported issue in the same finished good part number. An actual defective sample was returned for (B)(4), which is associated with MDR 3005011024-2016-00027. This defective sample consisted of a content sheet, back table cover, and a portion of the contents of the finished good kit. The product was removed from the sterilization pouch and subjected to the customer's set-up process. Due to the condition of this sample, the true root cause is unable to be determined. The work order was reviewed for discrepancies that would have contributed to the reported event. No discrepancies were identified. Deroyal will continue to monitor trends for this failure. Preventive action: due to the investigation and root cause determination, a preventive action has not been taken. The investigation is complete at this time. If new and critical information becomes available, this report will be updated.

Event description:
Holes were found in the basin wrap, which was being used as a drape during a surgical procedure. The holes were noticed after the procedure.